Event description:
During an esophageal dilation procedure, the physician selected a cook endoscopy hercules 3 stage esophageal balloon. The balloon was advanced into position inside the stricture. The balloon was inflated to each stage (2atm, 4atm, and 6atm). What was reported to be linear tearing of the esophagus was observed. The location of the esophageal damage was reported to be in the esophagus but not in the stricture. Bleeding at the esophageal tearing site was reported by the physician. The pt was admitted to the hospital for overnight observation. The reported tearing and bleeding in the esophagus did not require further medical attention. No additional medical procedures were required due to this occurrence. The pt did not experience any adverse effects due to this observation. No portion of the balloon device remained inside the pt's body.

Manufacturer narrative:
The date of occurrence is 2009. Evaluation: we could not confirm the report because the product said to be involved was not returned to cook endoscopy for eval. We could not conduct a review of the device history record or conduct a sample test from this lot because the lot number was not provided. After a review of the account ordering and shipping history, the lot number could not be determined. A review of the twelve month complaint history for the dilation balloon family was conducted. Based on this review, the likelihood of this type of report is remote. Conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for eval. A definitive cause for the reported observation could not be determined. Hemorrhage is listed in the instructions for use as a potential complication associated with gastrointestinal endoscopy. The info provided was reviewed with clinical personnel. Clinical personnel indicated tearing of the esophageal layers when dilating a stricture in the esophagus is a common occurrence during a dilation procedure. Tearing of the esophageal layers is often what the clinician looks for to determine if dilation has occurred. Tearing of the esophagus (depending on location) can lead to bleeding. If tearing of the esophageal layers is deep enough to penetrate the entire esophagus, perforation can occur. Perforation is listed in the instructions for use as a potential complication associated with gastrointestinal endoscopy. (Note: perforation was not reported in this case.). The reason why the reported tearing of the esophagus was not located in the stricture could not be determined and is unk. Prior to distribution, all hercules 3 stage esophageal balloon dilators are subjected to a visual examination to ensure device integrity. Corrective action: no corrective action warranted at this time because this report could not be verified. The complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no further action is warranted at this time. The likelihood of this type of occurrence is remote. Customer quality assurance will continue to monitor for complaint trends.